Event description:
It was reported that a small volume intermate had a cracked luer lock connector. This was noted before infusion, as the patient was about to connect to the device. The device was filled with colistimethate. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured august 20, 2014 ¿ august 21, 2014. The device was received for evaluation. Visual inspection noted the distal luer lock had been cracked in two pieces. The cracked end piece of the distal luer lock was stuck inside of a luer connector of a non-baxter product. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.